Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose and sensor not working. Blood glucose was 400 mg/dl. Trouble shooting was performed and found sensor updating and change sensor alert. Explain system diagnostics may have detected sensor is not properly responding to glucose and stopped displaying glucose readings. Reviewed taping techniques. Advised to return sensor for analysis. Sending replacement sensor.